Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose level was 410 mg/dl. Current blood glucose level was 384 mg/dl. Unknown if customer was using insulin pump within 48 hours of reported high blood glucose event. Unknown if insulin pump was used on auto mode. Customer declined troubleshooting. The insulin pump will not be returned for analysis.